Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored and no unexpected low battery alert, weak battery, battery out limit, failed battery test or off no power alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer's mother the insulin pump alarmed battery out limit. The customer's blood glucose was 300mg/dl. Advised customer's mother that battery cap will be replaced.